Manufacturer narrative:
Analysis found that there was no burned odor; however it was confirmed that the programmer had an overheat message in the logs and a burned capacitor on the micro processor unit (mpu). The programmer's printer had overheated as a result of a bad mpu. It was also found that the antenna cables were damaged at the upper left hinge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was functioning normally, but had a noticeable burning odor. The programmer was returned for service. No patient complications have been reported as a result of this event.